Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Na.

Event description:
This is filed to report tissue damage, clip open - when establishing final arm angle/efaa, and medical intervention it was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted large flail of the anterior leaflet in the anterolateral commissure and visualization was difficult due to the anatomy. The clip delivery system (cds) was advanced to the mitral valve, and after a few grasping attempts, mr was reduced to 2. However, during leaflet insertion assessment, mr increased again. It was suspected tissue damage on the posterior leaflet. Therefore, the clip was repositioned to treat the tissue damage and reduce mr, but the mr would not reduce to 2 again. Additionally, the clip opened to 40 degrees when establishing final arm angle/efaa. Troubleshooting was performed but failed. Due to failure of the efaa test and inability to adequately reduce mr again, the procedure was aborted. The cds was removed with the clip attached. No clips were implanted, and mr is 4. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported issue of the clip opening while establishing final arm angle (faa) was not confirmed via returned device analysis. The reported poor image resolution could not be replicated in a testing environment as it was related to procedural circumstances. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. The investigation was unable to determine a cause for the clip opening during faa. The poor image resolution was related to patient and procedural conditions as visualization was reported to be difficult due to the anatomy. A cause for the tissue damage was unable to be determined; however, tissue damage is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.